Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced an interruption in insulin delivery with elevated glucose. Upon removal of the infusion set, the cannula was observed to be kinked. The infusion set was replaced and the issue resolved. No injury was reported.